Manufacturer narrative:
The check of the DHR for the lot # involved (trial head: lot# 2012h1871) did not show any anomaly on the (B)(4) pieces placed on the market with this lot #. No other complaints were received on this specific lot #. We will submit a final MDR once the investigation will be concluded.

Event description:
During a hip surgery, the surgeon placed the acetabular cup and the stem and then performed a trial reduction with the trial head dia.32 mm (code# 9095.10.521). During the reduction, the trial head came off the stem and the surgeon reduced more carefully after soft tissue release. The surgeon said that the procedure took a little longer than usual and believes that the taper junction between the stem and the trial head is loose enough to slide easily. The event occurred in (B)(6).